Event description:
It was reported that revision occurred due to pain, weakness of the legs and hips, tissue damage and necrosis, exposure to toxic metal debris and fluid accumulations around the hip. Hip squeaking reported.

Manufacturer narrative:
The above combination of devices constitutes an off label application in the united states.